Manufacturer narrative:
Expiration date: updated. Device evaluated by mfg: updated. Summary attached: updated. Manufacturing date: updated. The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned sample and it was observed that the polytetrafluoroethylene (ptfe) was peeled/scraped off on several places along its proximal section. It was also observed that the guidewire was bent along its nitinol length. The functional evaluation was not performed due to the nature of the complaint. However, the ptfe coating was tested, and the ptfe coating showed no anomalies resulting from the test, confirming the ptfe coating met all required specifications. The ptfe coating was adhered to the guidewire. The device was stated to be in good condition and was prepared according to the dfu specifications. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no anomalies were noted to the guidewire prior to use and shearing of the ptfe lining was noticed when the guidewire was backloaded into the introducer tool. In addition, the introducer tool was returned on the guidewire. Based on analysis of the device, caused by other (introducer tool) was assigned to the reported and analyzed guidewire ptfe coating peeling.

Event description:
It was reported that during a procedure, after the first pass with the stent retriever, when the physician backloaded the guidewire (subject device) on the introducer tool to load it into the catheter, there seems to be fragments of polytetrafluoroethylene (ptfe) coating to have sheared off. There were no clinical consequences to the patient.

Event description:
It was reported that during a procedure, after the first pass with the stent retriever, when the physician backloaded the guidewire (subject device) on the introducer tool to load it into the catheter, there seems to be fragments of polytetrafluoroethylene (ptfe) coating to have sheared off. There were no clinical consequences to the patient.